Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode while in the shower. It was noted that the patient experienced previous episodes while in the shower. During an in clinic follow up, small p-wave measurements were observed. Device programming changes were made. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.